Manufacturer narrative:
(B)(6). Medical product - dvr lock standard r, cat#: 131812050 lot#: ni. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07368, 0001825034-2017-07369, 0001825034-2017-07370, 0001825034-2017-07371, 0001825034-2017-07372.

Event description:
It was reported that the patient underwent an open reduction internal fixation right wrist fracture repair, and during the fixation of the plate, there was difficulty threading the screws into the bone. This caused the surgeon to drill wider holes in the patient's bone to get the screws to thread and seat. The procedure was successfully completed with the same plate and screws and with minimal delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.